Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-9004-35 serial #: (B)(4), description: precision connector m1, 35cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing severe irritation at the battery site. The patient underwent an explant procedure.